Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device "fired 4 times in 5 minutes" and they were rushed to the hospital. Follow up was conducted to non avail. The device is still in use. No further patient complications have been reported as a result of this event.